Event description:
It was reported that the device overheated during testing. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer and the complaint was confirmed. Internal components were evaluated which revealed the presence of corrosion on the rotor and motor assembly. Presence of corrosion can increase the friction among the rotating components of the device which can result in generation of heat.